Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000172, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a 8.5f sheath with curve viz mdc. The hemostatic valve was dislodged. Hemostatic valve of vizigo was dislodged inside the hub, and reverse blood occurred. Timing when complaints occurred was approximately 2 hours after starting use of the catheter. Because the issue occurred in the final stage of the procedure, vizigo was not replaced and continued to be used. The procedure was completed successfully. The sheath being used on the patient. No air enter the patient¿s body. No patient consequences. Blood return was observed but approximate blood volume lost was very small amount that treatment was not required. Hemostatic valve separation is MDR-reportable.